Event description:
It was reported that an electronics board caught fire while a patient was on the bed. No adverse consequence alleged for patient or staff.

Event description:
This record was originally reported in error and is a duplicate of the event reported under manufacturer report number 0001831750-2021-01618.

Manufacturer narrative:
During record review, it was identified that this complaint is a duplicate of the complaint reported under manufacturer report number 0001831750-2021-01618. These records were originally reported separately but are for the same event.